Event description:
Litigation papers allege, the pt will need revision surgery to address hip pain. Update: (B)(6) 2011 - the sales rep reported the revision surgery. The pt was revised to address metal sensitivity - elevated metal ion levels.

Manufacturer narrative:
The report states: litigation papers allege the patient will need revision surgery to address hip pain. Doi: (B)(6) 2010 - no revision (right side). Update: (B)(6) 2011 - the sales rep reported the revision surgery. The patient was revised to address metal sensitivity - elevated metal ion levels. Doi: (B)(6) 2010 - dor: (B)(6) 2011. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd (B)(4) 2014 - medical records received. Medical records indicate upon revision an inflammatory appearance and staining of the synovium suggestive of metal debris and only partially fibrous ingrowth of the cup were noted. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.